Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the co2 port on the vasoview 6 pro would not inflate and the luer lock came off the tubing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).